Event description:
Healthcare professional reported left side rupture with "large siliconomes." Later reported capsular contracture baker grade IV. The device has been explanted and replaced with non abbvie.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade IV" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: device rupture, capsular contracture, baker grade IV and granuloma.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. Rupture: observed, broken device assessed, as surgical impact opening. As per the investigation procedure: stress mark and particles was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. With "large siliconomes". Later reported, capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture with "large siliconomes." Later reported capsular contracture baker grade IV. The device has been explanted and replaced with non abbvie.